Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) and right ventricular (rv) channels. Additionally, two signal artifact monitor (sam) episodes were recorded due to oversensing of noisy signals. One sam episode occurred in the ra lead and the second one occurred in the rv lead. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) and right ventricular (rv) channels. Additionally, two signal artifact monitor (sam) episodes were recorded due to oversensing of noisy signals. One sam episode occurred in the ra lead and the second one occurred in the rv lead. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information received detailed that the lss triggered by this system were not accurate. The pacemaker was explanted due to normal battery depletion and taken home by the family of the patient and the explanted pacemaker recorded the lss and the noise which was normal device function due to no leads being attached.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) and right ventricular (rv) channels. Additionally, two signal artifact monitor (sam) episodes were recorded due to oversensing of noisy signals. One sam episode occurred in the ra lead and the second one occurred in the rv lead. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information received detailed that the lss triggered by this system were not accurate. The pacemaker was explanted due to normal battery depletion and taken home by the family of the patient and the explanted pacemaker recorded the lss and the noise which was normal device function due to no leads being attached.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.